Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient stated the cgm was working fine before she went to sleep. Her last reading was 156 mg/dl. The spouse was reportedly waking the patient around 1:00-2:00pm, but she did not respond. The spouse decided to call 911. The cgm at that time was not known. They reportedly did not have a chance to compare it with her cgm, but per the spouse, it did not give an audio alert. When paramedics arrived, they checked her bg and it was 26 mg/dl. The patient was transported to the emergency room. The patient's spouse stated he forgot the cgm at home, so they were unable to compare the cgm reading to the bg reading. When the patient regained consciousness, they were in the ER at 10:00am. The spouse and patient were unable to provide information regarding the treatment and medications given to reverse hypoglycemia in the ER. The patient reportedly signed a waiver to be discharged. At the time of the report, the patient was feeling okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.